Event description:
Boston scientific received information from a health care professional that a patient experienced multiple syncopal conditions upon standing. Device programming and rate response options to remedy this was discussed, however no further information could be obtained about the device or patient information. With current information, no remedial action was taken.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.